Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer had not detected on bus error and no light emitting diode (led) indicators present on any drawer controller boards on the main pyxibus board. A field service engineer (fse) replaced affected drawer controller boards and the main pyxibus board to resolve the issue. Further the fse verified led indicators and system communication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer kept on failing and mini pockets failed. The user tried to recover and rebooted but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.